Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer left their device on the table at a pool party and when they returned the device was alarming and water was visible under the screen. The patient's blood glucose at the time of incident was 7.9 mmol/l. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor also, received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was found under the lcd screen, electronic assembly or motor noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, broken battery tube threads, broken reservoir tube lip and received with missing the end cap sticker.